Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. The same day the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa continued from block. (B)(4). Evaluation, results: inherent risk of procedure (myocardial infarction).